Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, the jaws of the device would not open and were prefired. Another device was used to finish the procedure. No pt injury reported.